Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H6: proposed component codes: mechanical (g04) - drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the modular center post reamer was observed to be cracked after the case. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned products identified the following: the reamer has some wear and tear on the proximal end and the distal end is cracked/split on all four sides. The product identifiers were checked on the print and all were conforming to the print specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.